Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll territory manager (tm) contacted zoll customer support to report that a (B)(6) female patient was treated on (B)(6) 2014. Dual lead noise and artifact contributed to the false detection. The patient was treated at 16:52:40. The rhythm at the time of the treatment and the post-shock rhythm were unable to be positively identified due to noise and artifact. It was reported that the patient was at the doctor's office at the time of the event. The patient was sent to the emergency room. The response buttons were not pressed during the entire event. The patient went to the emergency room and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient went to the emergency room and continued use of the lifevest. Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a patient. Device mfg date: monitor sn (B)(4) - (reuse). Electrode belt sn (B)(4) - 01/2011 (reuse). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.